Event description:
Related manufacturer reference number: 2938836-2019-17498. New information received notes that the patient presented to hospital with elevated high voltage(hv) lead impedance and dislodgement of right ventricular (rv) lead. The whole system was explanted with no plants for re-implant. The patient was stable.

Manufacturer narrative:
A partial lead with connector portion was returned in one piece measuring 8.8 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17498. It was reported that when the patient presented via remote transmission, low amplitude r waves caused t-wave oversensing which resulted in four inappropriate shocks to the patient. The system was programmed off and the patient is currently stable.